Manufacturer narrative:
Corrected serial number now provided. Corrected device manufacturing date now provided.

Manufacturer narrative:
A medtronic representative reported that the patient for this case had a lot of scatter on the software archive. The rep also mentioned that the site staff has not been taking scans to the imaging protocol. After ts reviewed the archive, it was found that 4 of the 6 patients had scatter and were not to imaging protocol. The rep trained the site on imaging protocol and how to create accurate models in the software. After she discussed with the site, the issue was resolved. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.

Manufacturer narrative:
Patient information was not made available from the physician reporting to the medtronic representative. The physician alleged seeing the inaccuracy for approximately one month. No further details regarding the behavior, or specifically when it occurred, were provided by the reporting physician. On 09/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/14/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site physician, alleging that their navigation system was inaccurate while in a functional endoscopic sinus surgery (fess). The navigation system was alleged to be off 1 centimeter anterior/posterior dimension in the sphenoid, also off laterally. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. Impact